Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the 8784 catheter revealed sc connector, difficulty with sc connector led to explant. Analysis of the 8780 catheter revealed catheter body has significant twisting that may have affected infusion.

Event description:
It was reported that the patient had been losing weight and the pump became dislodged. The pump was described as moving around and flipping which caused catheter torsion, a catheter break and occlusion. The catheter was also described as broken/cut. The location of the catheter issue was the proximal segment and pump connector. The actions required as a result of the event included a revision in which the proximal segment was revised/replaced. Other actions required as a result of the event included surgical intervention and medical intervention explained as the patient was treated oral and intramuscular injection (im) for pain management prior to surgery. It was noted that the product issue was resolved and the cause of the issue was determined as the catheter was cut/broken. The patient¿s catheter was partially explanted and described as being cut proximally to the point of csf back flow/return. The catheter was described as disconnected. It was noted that when trying to disconnect the pump connector from the pump on the scrub table, the silicone portion dislodged from the metal components. The location of the catheter issue was the proximal segment. The actions required as a result of the event included surgical intervention explained as the catheter was repaired. The pump was secured deeper under the fascia to prevent flipping in the future. The patient¿s status at the time of report was alive ¿ no injury. The patient had pain and sweating (diaphoresis). The location of the issue or symptom was an unknown location, other location described as back pain. Additional information received reported the catheter was twisted. The pump was described as floating and shutting down. The patient also reported back pain and numbness down their legs. The patient reported that the pump stopped and the patient had several x-rays, cat scans, and dye studies. Three days later after the reported pump stop the patient was scheduled for surgery. The hcp did a dye study and saw it was not delivering medication, moved it to the fascia of the patient¿s stomach wall and put in ¿8 notches¿. The pump was refilled on monday. The pump was used to infuse dilaudid and bupivacaine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.